Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported by customer on monday, (B)(6) 2024 at 1000am - an ed rn was placing ultrasound IV in ed patient. Upon insertion, ultrasound IV catheter guidewire broke off into patient. Ed rn was able to retrieve.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported by customer on monday, (B)(6) 2024 at 1000am - an ed rn was placing ultrasound IV in ed patient. Upon insertion, ultrasound IV catheter guidewire broke off into patient. Ed rn was able to retrieve.